Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: th12 compression fracture 6 months after injury it was reported that intra-op, the balloon ruptured during inflation on the left side. The balloon ruptured at expansion pressure 370-380 psi. Contrast agent was suctioned immediately. The balloon came in contact with the patient. No patient complications were reported as a result of the event.